Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. The device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed because the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
During a mammary collection, the clips were cutting the collateral artery this resulted in the appearance of mammary hematomas. Devices changed with not great success. In follow up it was noted: the hematomas appeared because of the shear of the mammary collaterals. There was no medical intervention necessary. The patient's condition was reported as fine.